Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, it was noted that there were alarms in the service log that would indicate a loss of mechanical ventilation. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'pressure mode not available' during a case and the patient had to be mechanically ventilated with volume control mode. There is no report of patient injury.